Event description:
Related manufacturer reference number: (B)(4). It was reported that post-implant, the patient's atrial leadless pacemaker (lp) was capturing intermittently and was causing muscle stimulation in the patient. X-ray confirmed dislodgement of the lp. During the revision procedure, it was found that the replacement lp exhibited issues in fully docking to the catheter and the catheter failed to go into tether mode resulting in separation failure by the lp. The impedance was also noted to be unstable. The procedure was completed using a third lp on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of intermittent capture and dislodgement were not confirmed. Final analysis found the helix length is within specification per manufacturing tolerances and no anomalies were detected.